Event description:
It was reported that the pump was alarming; both the low and empty reservoir alarms occurred. The logs showed both alarms occurring on (B)(6) 2013 following a pump update. The pump was delivering hydromorphone. It was later reported that on (B)(6) 2013, the healthcare provider had programmed the reservoir volume to the full amount and then back to the previous volume which caused both alarms to sound. On (B)(6) 2013, they updated the pump to the full reservoir volume and then updated the pump a second time changing it back to the 17.1 ml reservoir volume to resolve the alarm conditions. The reprogramming resolved the issue. The patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).